Event description:
Subsequently it was reported that there have been additional observations of high out of range rv impedances. The patient will continue to be monitored. No surgical intervention has been performed.

Event description:
Boston scientific received information that a single out-of-range pacing impedance was observed on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead through the remote monitoring system. No lead issue was suspected. It was unknown if the patient was pacer dependent. The systems remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.